Manufacturer narrative:
A bci field service engineer (fse) performed preventive maintenance on the dispense module and repaired the leak. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to blood spill under the coulter lh 750 slidemaker. The operator used proper personal protective equipment to clean the spill. No death or injury and no effect to patient treatment been reported in association with this event.